Event description:
The peritoneal dialysis (pd) patient reported that her liberty cycler stopped working during the first fill on the previous pd treatment. The patient discontinued therapy and the cycler was replaced. During a follow-up call, the pd nurse stated that approximately a week later the patient had a fever, pain, cloudy effluent, and a pd cell count of 34,000. The patient was diagnosed with peritonitis. There was no reported fluid leak issues.

Manufacturer narrative:
A clinical investigation was performed. During a follow-up call, the pd nurse stated that the patient is currently completing therapy with hemodialysis. Per the fmc associate medical director, peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field and/or aseptic technique. There is no history of device malfunction or cassette leak which could have caused or contributed to this event of peritonitis. The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A visual inspection was performed and the device was in good condition. A simulated treatment was completed without any alarms or noted problems. The device was determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported peritonitis. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.